Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator reached elective replacement indicator (eri) with a charge time of 28.4 seconds and a voltage of 2.63 v. Premature battery depletion was suspected. In july the voltage was 2.73 v. The device is part of the latching advisory population described in the physician communication on june 17, 2005. The device was later explanted and the explant reason was attributed to normal battery depletion. No adverse patient effects were reported.